Event description:
The surgeon provided additional info. His hypothesis is that the haptics inverted angulation occurred during mfg or that there was an abnormal mechanical weakness at the haptic/optic juncture that may have contributed to the reported event. The lens remains implanted and the pt is stable.

Event description:
Following intraocular lens (iol) implant surgery, the pt presented with a -2d myopia. The association between this event and the iol is not known. Additional info has been requested.